Event description:
Note: this is one of two reports related to the same event (MFR. Report # 3005099803-2013-14644 and MFR. Report # 3005099803-2013-14443). It was reported to boston scientific corporation that a wallflex enteral colonic stent (the subject of MFR. Report # 3005099803-2013-14644) was implanted on (B)(6) 2013 during a colonic stent implantation procedure. According to the complainant, the stent was being placed as palliative care for a malignant stricture within the sigmoid colon. The patient anatomy was tortuous and had not been dilated prior to the procedure. The stent was deployed without issue and the procedure was completed with this device. On (B)(6) 2013, the patient was prescribed biaspilin. Post procedure, on (B)(6) 2013, ingrowth of the wallflex colonic stent was noted. A second wallflex enteral colonic stent (the subject of MFR. Report # 3005099803-2013-14443) was implanted within the occluded first stent on (B)(6) 2013. The patient suffered from peritonitis and abdominal pain. A CT scan confirmed a perforation at the distal part of the second wallflex stent (the subject of MFR. Report # 3005099803-2013-14443). A colostomy procedure was performed and a drainage tube was implanted. In the physician¿s assessment, only the second wallflex stent (the subject of MFR. Report # 3005099803-2013-14443) contributed to the perforation. In the physician¿s assessment, the peritonitis was due to the perforation caused by the second stent. Reportedly, both stents were removed during the colostomy on (B)(6) 2013. It was reported that the patient was monitored post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Perforation, discomfort/pain and infection are listed in the dfu for this product as a potential post stent placement complications related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.